Manufacturer narrative:
H.6. Investigation summary: DHR review for lot 9008524 disclosed the following: lot was built and packaged on nfa line 3 from (B)(6) 2019 through (B)(6) 2019 for the quantity of 208,330 ea. All required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans. Review disclosed there were no reject findings that would impact the outcome of the quality of the product relevant to the reported defect. Two photos were provided for observation of this incident. Photo 1; revealed of two blister packs: the first blister pack shown the top web side (label) revealing the product to be of ref. 383536, lot number 9008524. The second blister pack shown the bottom web (clear tray) which revealed a sealed package containing a 20g bd nexiva closed IV catheter system-dual port with all components. Photo 2; revealed the clear film blister side of two sealed packages, of which each contained a 20ga bd nexiva unit, both with all components present. Observations and testing: visual observations of the photos disclosed one unit in each photo within the sealed packages had the vent plug loosened from the luer adapter of the nexiva units. This was evidence confirming the defect of cap loose. Conclusion(s): relationship of device to the reported incident: design ¿ the defects cap loose and other were identified and confirmed with the returned units. Vent plugs that are loose in the package are a known issue. The vent plug is inserted into the luer adapter at a specified force in manufacturing. This is a design issue; after the nexiva product goes through ethylene oxide (eo) gas sterilization where the fit between the vent plug and luer adapter becomes loose due to material relaxation. The benefit of the eo gas is that it can permeate the packaging membrane and through the part to ensure any bacterial kill within the device that poses minimal bacterial risk to the customer. This eo monitoring is part of acceptance criteria for release of each eo lot before going to the distribution centers and then to customers. Manufacturing was notified of this incident and the findings.

Event description:
It was reported that before use of the bd nexiva¿ closed IV catheter system the line cap has fallen off inside the packaging.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd nexiva¿ closed IV catheter system the line cap has fallen off inside the packaging.